Event description:
It was reported that during a trauma procedure and inside the patient the 2.0/2.7mm double-ended drill guide got stuck in the guide and caused it to break. No injuries or surgical delays were reported. Procedure was finished with an s+n device.

Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection of the returned 2.0/2.7mm double-ended drill guide confirms a drill bit is stuck in one of the sides of the drill guide causing that portion of the drill guide to break off. All pieces were returned for evaluation. Unable to read the part number stuck in the drill guide. This device exhibits signs of significant wear/usage. This device was manufactured in 2019. A medical investigation was conducted and this case reports the double ended drill guide got stuck in the guide and broke. A photo of the device confirms the device broke into three pieces. Per complaint details, there was no patient injury or delay, and the procedure was completed with a backup device. Since no patient harm is alleged, no further clinical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files found that the reported failure was documented appropriately. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.